Event description:
It was reported that a small volume folfusor underinfused medication during patient infusion via a peripherally inserted central catheter (PICC) line. The patient was scheduled for a pump disconnect after 46 hours of infusion; however, there was still drug left in the balloon. The pump was disconnected after three hours and twenty-five minutes more of use. There appeared to be 20% of volume left in the balloon. Additionally, crystal formation at the injection port connector was observed when the pharmacy received the device. The device was filled with fluorouracil 4450 mg in 115 ml sodium chloride 0.9% solution. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H4: the lot was manufactured between september 7, 2023 - september 11, 2023. H11: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection was performed which identified fluid inside the device bladder suggesting a possible underinfusion. Additionally, white drug crystals were found located next to the fill port cap which suggests a possible leak. The reported conditions were verified. The cause of the conditions could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.